Event description:
Consumer contacted dexcom to report no audio output. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4): device evaluated by manufacturer - additionalevaluation of the returned device confirmed the reported no audio output.the root cause was determined to be a defective speaker sub-assembly.